Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with dialysis unk. The customer reports a hole was found in new tenckhoff catheter. The pt rang to say her abdomen was wet. Advised to call the renal unit. On observation there was a small hole in recently inserted tenckhoff catheter. The pt had not started using her catheter for dialysis. Action taken - catheter was clamped above the hole. Aseptic technique. The catheter was cut above the hole and a new titanium extension line replaced. Antibiotics given to prevent peritonitis.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.